Event description:
Report rec'd of the display reading 70mg infused and not increasing as the delivery continues. The rptr states the pump was delivering and pt was getting pain relief, but the screen would not show the increment beyond 70mg. The pump was changed out for another. The container volume was 114cc's. No report rec'd of adverse pt effect. Add'l info was requested, but no further info was available.